Manufacturer narrative:
Other, other text: one medfusion 4000 pump were returned for the evaluation of the reported depleted battery. The pump was received with a broken bottom seal, and plunger seal in tact. The top case on the left corner was cracked, the right plunger case was chipped, and the bottom case by the l-bracket was also cracked. No causes or potential causes to the customer's reported problem were found during the device history review, DHR. The event history log, ehl, showed depleted battery, low battery, and communication timeout. To further investigate the reported issue, a power up process was performed and the battery diagnostics were checked. The customer's reported issue could not be duplicated and the root problem could not be determined. No battery damages were found and all values were in spec. The battery was still replaced as a preventative measure. The cracked top case was replaced, as well as the bottom case and both plunger cases. The pump passed all functional test. B5) customer provided additional information that there was no ons. Ons reportedly stands for occurrence notification system. It is a designed process for staff to report any issues throughout the hospital.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a battery depletion issue. The battery cycle was 14 and it was 99 percent charged. There were no adverse events reported.